Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device check in clinic, several auto mode switch episodes due to noise were observed. There were also two atrial lead noise reversion episodes. The noise was reproducible with pocket manipulation. Atrial sense was programmed appropriately. No intervention was performed. Patient will continue to be monitored with routine follow-up. Patient was asymptomatic and stable throughout the event.